Event description:
The patient reported hearing a double beep from his pump and now has withdrawal symptoms. The patient also had withdrawal symptoms prior to his last refill. The patient is considering follow-up with their hcp. Additional information has been requested, but was not available at the time of this report.